Event description:
The MFR received information alleging a ventilator would not work. The device was not in pt use.

Manufacturer narrative:
The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.